Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing uncomfortable and ineffective stimulation due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.